Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip did not release from the catheter to deploy. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release from the catheter.